Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue. Therefore a more specific code could not be selected.

Event description:
It was reported that sensor failure after warm up occurred. The sensor was inserted into the arm, which is off label usage of the device. On (B)(6) 2023, the pediatric patient¿s cgm was not providing cgm readings for approximately three hours and then the sensor failed. There was no report of the patient's last known cgm value. No bg meter values were reported. The patient was experiencing vomiting during this time. The patient¿s parents took the patient to the emergency room (ER). The patient was diagnosed with diabetic ketoacidosis (dka) and was treated with insulin and unspecified IV medication. The patient was discharged 2 days later. The patient was in stable condition at the time of report. No product or data was provided for investigation. The allegation and probable cause could not be determined. The complaint states that sensor failure after warm up was reported. No product or data was provided for investigation. The allegation and probable cause could not be determined.